Event description:
Patient was admitted to (B)(6) medical center on (B)(6) 2011 for shortness of breath, wheezing, and productive cough. The final diagnosis was grade 4 mild postobstructive pneumonia. Patient was started on zosyn and vancomycin. She remained stable and clinically improved during the hospital stay, and was discharged on (B)(6) 2011.